Event description:
It was reported that the keypad button presses did not activate desired pump functions. The keypad buttons reportedly sticking when pressed. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the keypad appeared intact with no lifting or peeling observed, the up/down/ok keypad buttons intermittently responded to user inputs during testing, and there was evidence of adhesive/contamination found under all key contacts.